Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a red and raised wound under the patch adhesive. There was no alleged device malfunction contributing to the wound. The patient's home health nurse applied a salve to the area. The outcome of the wound is unknown.